Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018 reporting that the patient's pain had doubled since 3 weeks ago in (B)(6) 2018. The patient was working with their health care provider (hcp) regarding the pain and had an appointment scheduled for (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 977a290, serial# (B)(4), product type: lead. Product ID 977a290, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy and spin al pain. It was reported that the patient had pain in their neck while sleeping since (B)(6) 2017. The patient reported a burning sensation and stiffness in their neck. They stated they have an appointment with their doctor the week of the report for the pain. No further complications were reported/expected. Additional information was received from the patient on 2017-dec-20. It was reported that the patient was having more pain at night and were turning the ins up for sometimes 8 hours overnight. It was reviewed how this may affect recharge interval. The patient just wanted to more information about how to use the ins for this pain. They also mentioned how it feels like the wires (leads) heat up. The patient also noted that recently when they touch someone there is a shock that happens where they touch. The patient confirmed they had not had any falls. They were redirected to a healthcare professional (hcp) to check the implanted devices and to also work with programming. No further patient complications were reported as a result of this event.